Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
The customer did not state a specific issue. Upon triage, a service technician confirmed a broken power cord with exposed wires.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd express compression system was returned for investigation for the reported condition of; broken power cord with exposed wires. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd was fully tested and passed all operational specifications. The scd express was manufactured in 2010. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
The original date of the 3500a report indicated (B)(6) 2015 which was incorrect at the time of the initial submission. The correct date is (B)(6) 2015. Both date of this report and date received by manufacturer have been corrected. As a result of the incorrect date on the initial submission which was on (B)(6) 2015, the 3500a form was filed late, over the 30 day requirement. However, based on the correct notification date, the complaint was actually filed in a timely manner, exactly 4 days after the covidien notification date.